Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reports the system "locked up" and the footswitch failed during a procedure. The surgery was completed by manually turning the continuous irrigation on and off. There was no impact to the pt.